Event description:
Precisionglide 25g 5/8" needles ndc: 08290-3051-22, lot# 4313204 contains two different needle lengths. We found and removed three boxes from our shelves. We have also escalated this our materials management department and pharmacy supply chain staff to evaluate if any other product is affected. Reference reports mw5168540, mw5168542.